Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2020 to chest, flanks (love handles), lower abdomen using the cooladvantage, curve, cooladvantage+, curve, and cooladvantage+ applicators, who developed paradoxical hyperplasia (pah/ph) on chest and flanks after treatment, diagnosed on (B)(6) 2020. The tissue was described as increase in breast fat, left great than right, abs(lower), hips tissue fullness, no noodles, buoyanox to breast, and bulbous. Vasovagal response post massage was noted and treating chest fat in us is unapproved by the FDA.

Manufacturer narrative:
Continued additional device info. (D.4): (B)(6). This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2020 to chest, flanks (love handles), lower abdomen using the cooladvantage, curve, cooladvantage+, curve, and cooladvantage+ applicators, who developed paradoxical hyperplasia (pah/ph) on chest and flanks after treatment, diagnosed on (B)(6) 2020. The tissue was described as increase in breast fat, left great than right, abs(lower), hips tissue fullness, no noodles, buoyanox to breast, and bulbous. Vasovagal response post massage was noted and treating chest fat in us is unapproved by the FDA.